Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system with rotawire for related complaint. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device revealed that the annulus of the damaged/not rounded. The damage to the annulus is consistent to interaction with the rotawire during rotation. The rotawire was microscopically examined and it was found that the separated ends were worn from contact with the annulus of the burr, confirming the damage to the annulus. Functional testing was performed with the rotawire that was returned and used in the procedure. The rotawire was not able to be inserted into the annulus due to the damage from the rotawire during use. Additional functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro device was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach hand maintain optimal rpm with no resistance or issues. Product analysis confirmed the reported stuck guidewire, as the returned rotawire was able to be removed with severe resistance, but was not able to be reinserted due to the kink at the proximal end. The reported event of the device becoming stuck could not be confirmed, as the device reached and maintained optimal rpm during functional testing, and clinical circumstances could not be replicated.

Event description:
It was reported that guidewire entrapment and a perforation occurred. The target lesion was located in the proximal right coronary artery (rca). A 1.50mm rotapro and a rotawire were selected for use. A microcatheter and a rota stiff guidewire were inserted into the lesion. The vessel looked straight after the guidewire was in place. Dyna was used in the ostium and atherectomy began. The rpms were low but was expected due to the nature of the disease. The rpms were increased; however the burr was not moving. Contrast injection was performed. The proximal rca was noted to be perforated. The burr was removed with exceptional resistance. The rotawire came out when the burr came out of the patient. A different guidewire was inserted. A 3.0 x 15mm apex balloon was inserted and inflated. The patient's blood pressure dropped. Balloon tamponade of the rca and echo-guided pericardiocentesis were performed. The patient was transferred to surgery.

Event description:
It was reported that guidewire entrapment and a perforation occurred. The target lesion was located in the proximal right coronary artery (rca). A 1.50mm rotapro and a rotawire were selected for use. A microcatheter and a rota stiff guidewire were inserted into the lesion. The vessel looked straight after the guidewire was in place. Dyna was used in the ostium and atherectomy began. The rpms were low but was expected due to the nature of the disease. The rpms were increased; however the burr was not moving. Contrast injection was performed. The proximal rca was noted to be perforated. The burr was removed with exceptional resistance. The rotawire came out when the burr came out of the patient. A different guidewire was inserted. A 3.0 x 15mm apex balloon was inserted and inflated. The patient's blood pressure dropped. Balloon tamponade of the rca and echo-guided pericardiocentesis were performed. The patient was transferred to surgery.